Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("prolonged periods"). The patient was treated with surgery (essure removal via bilateral total salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: integrity of the tubes was noted; no tubal perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: the analysis revealed 9976 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1802335) on 22-feb-2018. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("prolonged periods"). The patient was treated with surgery (essure removal via bilateral total salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: integrity of the tubes was noted; no tubal perforation. On (B)(6) 2017 the patient consulted the physician for pelvic pain since 2 years and prolonged periods. Essure was removed after request of the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra pt: pelvic pain. The analysis revealed 10.413 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: follow-up provided by physician: the patient¿s initials and birth date were provided. On (B)(6) 2017 the patient consulted the physician for pelvic pain since 2 years and prolonged periods. Essure was removed after request of the patient. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.